Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference no: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Error code 232-6040. Customer ron called in for help on 8100 unit has error code 232-6040 which is the display failure. Will need to replace the di splay board on unit. Confirm part number.